Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during the last anastomosis of a lap gastric bypass procedure, the device stopped operating. When wiping the jaws off gently the active blade fell off. The device operated well initially. No pt consequences were reported.